Manufacturer narrative:
Retainer = black the customer alleged the insulin pump is over delivering causing low blood glucose on (B)(6) 2021. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08710 inches. A test p-cap does lock into place inside the reservoir compartment properly. History download was successful using thump and carelink upload was successful. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The insulin pump passed the functional testing. Unable to confirm alleged low blood glucose or over delivery anomaly. The main error log list the following manual bolus deliveries for (B)(6) 2021: (B)(6) 2021 07:15:27.000 normal bolus delivered normal bolus amount programmed: 46000 (4.6 u) bolus amount delivered: 46000 (4.6 u) (B)(6) 2021 10:34:33.000 normal bolus delivered normal bolus amount programmed: 49000 (4.9 u) bolus amount delivered: 49000 (4.9 u) (B)(6) 2021 17:16:53.000 normal bolus delivered normal bolus amount programmed: 29000 (2.9 u) bolus amount delivered: 29000 (2.9 u) (B)(6) 2021 23:50:13.000 normal bolus delivered normal bolus amount programmed: 44000 (4.4 u) bolus amount delivered: 44000 (4.4 u) this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose and alleged pump was over delivering. The customer's blood glucose value was 51 mg/dl. Customer was experiencing unknown low blood glucose level which was treated with food. Current blood glucose level was 96 mg/dl. Customer reported symptoms related low blood glucose level such as sweating, mental confusion, other spastic motion in hands and feet. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. Customer allege pump was over delivering because the customers blood glucose had not risen since not taking insulin in the last four hours. The reservoir will not be returned for analysis. The insulin pump will be returned for analysis.